Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during da vinci-assisted partial nephrectomy, the fenestrated bipolar forceps exhibited insufficient grasp and reduced bipolar sealing performance, which the surgeon associated with suboptimal hemostasis/bleeding control. After removal of renal fragments, the surgeon noted that hemostasis appeared less effective than usual. The surgeon attempted to create an additional bipolar coagulation line and increased the erbe power by +2, but reported no improvement. Once hemostasis was achieved, the fenestrated bipolar forceps was mounted on the first arm to assist with kidney suturing; however, the kidney could not be grasped securely and was observed slipping on the screen. The surgeon requested the instrument be checked, stating it had not controlled bleeding properly earlier and that its movement felt abnormal and interfered with the procedure. After detaching the instrument from the sp equipment and removing the sheath for inspection, a broken wire was observed. The team switched to a cadiere forceps to grasp the kidney and completed suturing. The procedure was completed with no reported patient injury.